Event description:
It was reported that the right ventricular (rv) lead had an intrinsic amplitude out of range. The lead remains in service. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).